Event description:
The manufacturer representative reported a patient was not getting relief. The drug used in the pump is baclofen (dose and concentration unk). A study was conducted and dye appeared to go into the intrathecal space. A distal catheter revision was done and the patient outcome is pending. Additional information has been requested, but was not available on the date of this report.